Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valves (part number c28717) which resolved the issue. Beckman coulter internal identifier is case- (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneously high ise (ion selective electrode) patient results were generated in cell 2 on the au5800 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.